Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion set on the infusion device is leaky. Pt stated the insulin leaks out between the needle and the self-adhesive while the infusion device is administering several units. Pt reported experiencing an elevated blood glucose level. Blood glucose reading was not provided. Pt's normal blood glucose level was not provided. Pt stated he was able to get his blood glucose level under control by himself. Treatment received was not provided. No additional info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.